Event description:
The device anvil and the stapler would not click together during a lower anterior resection. Another device was opened a second stapler and used the original anvil to complete the case. There was no patient consequence.